Manufacturer narrative:
There was no additional information obtained at the time of this report. We will continue to monitor and trend this event type to determine if action is needed.

Event description:
The complainant reported that a patient underwent cardiac surgery on (B)(6) 2026 and the mediastinal incision was observed to be red and open on (B)(6) 2026. The following day, the patient was taken to the operating room for surgical exploration and debridement.